Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket / 510(k)# (g4): additional premarket / 510(k)#: p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It is reported the patient has pain in their device area and hurting their back for the past 9 months. Additionally, the patient reported lack of efficacy with the device since implant. The patient notices no change in symptoms with the device off or on. The patient denied any redness, swelling, warmth to the touch, or other symptoms associated. The patient has not lost or gained any weight. The patient stated there are no changes around the timeframe when the pain started. The patient also denies any shifting of their device. The patient has tried both programs on the remote and neither have helped. The patient notices no change in symptoms with the device off or on. The field rep reached out to the local clinical specialist for assistance and advice to assist with efficacy. The patient's pain did not lead to patient complications. It is unknown if the device or procedure contributed to the patient issue. There are no device issues. The patient sent a message on (B)(6) 2025 that they had their device explanted. The patient sent the device back stating they are not planning to have their device replaced.